Manufacturer narrative:
Corrected information h6: result code 102 has been replaced by 3207. H1: a medwatch report mw5098210 was received on 22 dec 2020 providing additional event details. It was reported that the infusion pump data indicated that heparin 25000 units/500ml was selected with a dose unit/hr of 900 rate ml/hr 18. Heparin infusion was given due to the patient's history of dvt. The staff stated that after a short time the pump began to alarm "bag empty". It appeared the entire 500ml bag had been infused while the pump indicated that only 28.5ml had been infused. The medwatch report indicated serious injury, however it was reported that the patient's partial thromboplastin time returned to normal within 24 hours and there was no adverse effect on the patient. The customer biomedical technician examined the device and found when the tubing was inserted into the pump, the door was closed and the keyhole clamp was removed, fluid started dripping from the end of the line. The closed door should have stopped and controlled the flow. The technician also verified that the device over infused when programmed to deliver a 40 ml infusion, the device delivered approximately 60ml. H10: a device history review (DHR) revealed no issues that could have caused or contributed to the reported issue. The review of the DHR revealed that the device met all door shimming and flow accuracy specification before it was shipped out. Additional information in the evaluation suggests it¿s possible the cracked front case pem and motor removed from the mechanism may potentially impact the flow. Unauthorized service at the customer location could also be a potential contributor based on the observation on the mechanism, but this was not confirmed conclusively. Multiple components were replaced to address ancillary observations found and release testing was acceptable and confirmed flow rate accuracy prior to return of the device to service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of/in specification in relation to the customer reported over infusion. The reported problem of 'over infusion' was not confirmed in the event history log (ehl), but it was reproduced during evaluation. There was no mechanical failure within the device, but the pump case shim was low and out of the specification/adjustment, which caused the pump door to be loose and did not close firmly. The pump case was shimmed/adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced over infusion. The problem occurred during delivery at intensive care unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.